Event description:
A customer reported that they were having a problem with the aiming beam during a photocoagulation procedure; the issue was not resolved and the case could not be completed. There was no harm to the pt.

Manufacturer narrative:
Several requests were made for additional info pertaining to the event but has not been provided. The company representative examined the system and replaced a broken slit lamp fiber optic. The company representative completed an alignment and calibration. The system was then tested and met product specifications. The root cause has not been determined. (B)(4).